Event description:
A non healthcare professional reported that during intraocular lens (iol) implant procedure, lens was scratched. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested, yet no new information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).